Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the monitor's power turned off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal monitor's power went out. The issue was found during a diagnostic cystoscopy, there was no delay, and the patient was not under sedation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The cause of the failure was that the printed circuit (g1) board failed due to external electrical overload such as static electricity or lightning. Olympus will continue to monitor field performance for this device.